Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The power supply cable was replaced but the problem still persisted. The company service representative found the host module to be nonconforming and replaced the host. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to the nonconforming host. The company representative will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported an ophthalmic console shuts down on its own during a cataract surgery. No error message was displayed. The surgery was completed after restarting the console. There was no patient harm.